Manufacturer narrative:
Device returned on 17-oct-2023. Visual inspection performed by r&d project manager. The performed analysis confirmed that the antirotational insert of the trial offset has been disassembled from the main body during trial removal from the bone. During extraction of the system consisting of extension stem, trial offset and trial keel assembly from the bone, the elastic clipping of the threaded insert of the trial offset is unable to withstand the blows and disengages from the offset body itself.

Manufacturer narrative:
Analysis performed by r&d project manager: the performed analysis confirmed that the antirotational insert of the trial offset has been disassembled from the main body during trial removal from the bone. During extraction of the system consisting of extension stem, trial offset and trial keel assembly from the bone, the elastic clipping of the threaded insert of the trial offset is unable to withstand the blows and disengages from the offset body itself. A new modification request (337-23) has been opened to improve the locking system between the two components of the trial offset. Batch review performed on 02-oct-2023. Lot 2254377: (B)(4) items manufactured and released on 18-aug-2022. No anomalies found related to the problem. To date, no other similar events have been reported on the same lot during the period of review.

Event description:
During a knee revision surgery and implantation of gmk hinge system, with osteosynthesis of the tibia,the antirotational insert of the trial offset 5mm disconnected. The surgery was anyway completed successfully with a total time of 3h and a delay of 20min. It has been reported that the tibial bone of the patient was already fractured before the surgery and this fracture facilitated the removal of the piece.

Manufacturer narrative:
UDI related data quality updates only. On 26 sep 2024, FDA communicated discrepancies related to emdr reports, reviewing the discrepancies some follow-ups have been done. The correct brand name was entered (section d1) according to the gudid database. Expiration date (section d4) and implantation date (d6a) were filled in the initial report due to a human error. The involved device is a reusable instrument, does not have an expiration date and is not implantable, also, no pieces of the broken instrument have been left in the patient, therefore no implantation date should have been entered. All other details were already corrected in follow-up 1.